Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per case details, the patient reportedly underwent a revision surgery approximately 4 weeks post total hip replacement due an unspecified infection. Per case correspondence it was reported ¿revised polarstem and r3 cup for infection (B)(6) post op to an all poly cup and cpcs stem / revision surgery.¿ as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported unspecified infection and subsequent revision cannot be determined and the patient¿s current health status remains unknown. Therefore, no further clinical/medical assessment can be rendered. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions and sterilization records review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, after thr had been performed on (B)(6) 2023, the patient experienced an unspecified infection; therefore a revision surgery was performed on (B)(6) 2023 to address this adverse event. The current health status of patient is unknown.